Event description:
It was reported that there was a malfunction with the pump that was not displayed on the device. There was no reported impact to the customer¿s blood glucose level. The customer requested a pump replacement, and although technical support offered troubleshooting, the customer declined, no additional information was able to be obtained.